Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review revealed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a hand arthroscopy procedure, the surgeon was utilizing the nano corkscrew ft anchors, part# ar-1317ft, lot: 10175216, when upon insertion, the surgeon noted that the driver itself was stripping the "grooves" of the anchor where the driver seats. No further details, additional information has been requested. Please see attached photos. Please note that the fragments are from 3 different anchors. Follow-up investigation: this was during an fdp repair procedure. The patient's bone was prepped with the 1.35 wire that's included in the package. Anchors and fragments will not be returned. The case was completed after tendon was repaired. No patient harm. There was no debris/fragments left in the patient and all anchors remained seated. The debris was removed, and one of the anchors were removed. Two of the anchors stayed in.